Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx15mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, upon initial inflation for 5 seconds, the balloon ruptured. The device was completely removed by simply pulling out the device from the patient. The procedure was completed using a different device. No patient complications nor adverse effects to the patient were reported.